Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, the foreign material could not be identified. It is unknown if the reprocessing was conducted in accordance with instructions for use (IFU). No physical damage was found at location with foreign material remained. Consequently, a root cause of the foreign material remaining in the subject device could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited foreign material on the plastic distal end cover and the nozzle. There were no reports of patient involvement.